Event description:
At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of occlusion, 3a endoleak with component separation, aortic stenosis and stent thrombus of the main body (bifurcated stent graft). As well as aortic stenosis and stent thrombus of the cuff (suprarenal stent graft extension). This report will be for the events occurring with the limb stent graft only, two (2) separate reports will be filed for these additional findings, one for the main body (bifurcated stent graft) and one for the cuff (suprarenal stent graft extension).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of occlusion of the left iliac limb. The occlusion of the limb was most likely cause by the component separation (3a endoleak) with the contributing factor of the current tobacco use. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, suprarenal, and limb stent graft in 2016. Recently, it was noted that the patient had a stenosis of the limb stent. The physician elected to use a balloon expandable stent to restore flow. Patient is a smoker and has been put on anti-coagulant and asked to quite smoking. No additional patient sequelae have been reported at this time.